Event description:
It was reported that the customer had an issue with the act button on the insulin pump. Sometimes the act button was not working. His/her blood glucose level was 98 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with intermittent button response due to flattened act button dome switch. The insulin pump received with cracked reservoir tube lip and minor scratches on display window.